Event description:
Distributor called for assistance using the device. Troubleshooting by phone showed that the device calibration was out of range. The device was replaced and the defective one returned for investigation.